Event description:
It was reported that the device stopped working once the pt was in the recovery room. Approx 20 cc's of blood was collected. None of the collected blood was re-infused. Although there was a back up on hand to use, the surgeon made the decision to stop the re-infusion. The pt did not require a blood transfusion from either a blood bank or pre-donated blood.

Manufacturer narrative:
The device was received by the manufacturer and a quality investigation was performed. According to the quality engineer, the batteries inside the device were corroded. Batch records were pulled for this lot number, and no non-conformances were seen.